Manufacturer narrative:
The device history record was reviewed and confirmed the device lot was manufactured to specification. The device subject of the event was not returned to medivators for evaluation. Without a returned device, the root cause could not be determined. The user facility was provided with replacement tubing. No additional issues have been reported.

Event description:
The user facility reported that their endogator irrigation tubing split causing water to leak onto the floor. No report of injury.